Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 1 day of support on the lvad, the patient returned to the operating room for an aortic root clot removal. After coming off cardiopulmonary bypass, the patient began having low flow alarms with low power. After troubleshooting equipment, a decision was made to exchange the pump. After the exchange, the hospital examined the explanted pump and found no evidence of in-flow or out-flow obstruction.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.